Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a loss of connection. It was determined that loss of connection was related to the mobile application. No additional event information is available. Data was provided for evaluation. The reported loss of connection was confirmed. The root cause was determined to be a temporary communication error between the transmitter and mobile device.